Event description:
(B)(4): it was reported that sections of a vertier surgical table allegedly did not lock into place properly while in use during a case. The hospital staff was able to prevent the pt from falling off the table, and there was no report of a significant procedural delay.

Manufacturer narrative:
There was reported pt involvement, however, the hosp declined to provide any pt info. Eval summary - it was reported that a section of the vertier surgical table was reportedly unlocking on it's own. The table has been returned but has not been evaluated yet. The investigation is ongoing.